Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged. The balloon was loosely folded prior to inflation testing. The balloon was inflated to rated burst pressure of 14atm and was able to hold pressure. Because there was no evidence of any product quality deficiencies, it was considered likely that the damage tip was attributable to the patient's anatomy; therefore, the cause code "adverse event related to patient condition" was used for this damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.